Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a confirmed driveline fault. The driveline faults continued after controller exchange and x-rays were taken. A driveline repair was attempted on (B)(6) 2020 but was not successful due to a failed continuity test. A pump exchange was performed on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned device confirmed internal driveline wire conductor damage that could have contributed to the driveline fault events recorded in the submitted system controller log file data. Two system controller log files dated (B)(6) 2020 were submitted for review. The submitted log file downloaded prior to the system controller exchange contained data from 28apr2020 2:29 ¿ 04may2020 9:04 and captured persistent yellow wrench advisories associated with driveline fault events. The driveline wire electrical continuity data recorded in the log file was graphed and showed that the values of phase 1 were consistently elevated compared to the other two motor phases. The submitted log file downloaded following the system controller exchange contained data on (B)(6) 2020 from 10:51 ¿ 10:54. The system did not appear to have operated on the new controller long enough for the driveline fault to activate; however, the graphed electrical continuity data recorded in this log file also showed that the values of phase 1 were consistently elevated, suggesting a potential discontinuity with the yellow wire. Despite the active driveline fault condition, the submitted log file data appeared to show the pump operating as intended at speeds above the low speed limit with stable parameters. (B)(6) was returned with the driveline severed approximately 2.5 inches from the nipple of the pump housing. An additional adjacent section of the driveline was also returned, measuring approximately 8.0 inches in length. The distal end of the driveline was not returned. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no depositions or thrombus formations. Microscopic inspection of the pump's bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned driveline segment extending from the pump housing did not reveal any discontinuities or shorts, even with manipulation of the cable. Electrical continuity testing of the longer returned driveline segment revealed that the yellow wire was open circuit. The remaining 5 wires were found to be electrically intact. Upon removal of the outer silicone sleeve, severe breakdown of the metal braided shield was noted at approximately 7.5-10.5 inches from the nipple of the pump housing. The shield was removed and no completely fractured wires were noted. However, a dark area on the insulation of the yellow wire was observed at approximately 8.5 inches from the nipple of the pump housing and microscopic inspection of the area revealed evidence of inner conductor breakdown. In addition, breaches in the yellow wire¿s insulation exposing the inner metal were identified in this location. Slight manipulation of the yellow wire caused one of the breaches in the insulation to become larger to expose the fractured inner conductors at approximately 8.5 inches from the nipple of the pump housing. The observed wire damage appeared to be the result of fatigue failure due to a combination of repetitive flexing of the driveline and abrasion against the braided shield in this area. Microscopic inspection of the remainder of the returned driveline segments revealed no additional areas of compromised wire insulation or damaged inner conductors. The returned portions of the driveline were suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and the test did not reveal any additional areas of compromised wire insulation. The fractured conductors of the yellow wire would have resulted in the driveline fault events captured in the submitted system controller log file data. The evaluation finding of fractured yellow wire conductors is consistent with the electrical continuity data recorded in the submitted log files as well as the technical services representative¿s onsite finding of an open yellow wire during continuity testing. Moreover, although no atypical low speed/pump stoppage events were reported or captured in the submitted log file data, the system had the potential to produce an electrical short to ground, during which an interruption in pump function could result if the exposed conductors of the compromised yellow wire contacted the metal braided shield while the patient was operating on a tethered power source (such as the mpu or power module). No further information was provided. The manufacturer is closing the file on this event.